Event description:
It was reported that the user experienced an insulin delivery occlusion during a meal bolus, received repeated occlusion alerts upon reattempt, and was instructed to replace all infusion supplies; the issue resolved after a full supply change with an inset 6 mm infusion set (lot 6008154). Symptoms included interrupted insulin delivery consistent with an occlusion alert without reported adverse clinical effects. Outcomes included temporary interruption of therapy with restoration of insulin delivery after the supply change. Investigation included phone-based troubleshooting and user education on replacing the infusion set and related supplies. Investigation of this case revealed that the occlusion was resolved after replacement of the infusion set and associated disposable components, indicating a supply-related blockage. It was concluded that the event was due to an infusion set occlusion that resolved with supply replacement, with no further intervention required.